Event description:
No additional information provided.

Manufacturer narrative:
A device history record review was completed by our quality engineer team for provided material number 383335 and lot number 2146213. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. See narrative below.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd saf-t-intima w/prn pnk 20ga x 1.0in needle broke november 25, 2023 at 10:20, in the pine mountain lake urology ward, the nurse on duty for the patient infusion indwelling indwelling needle, in the venepuncture found that the indwelling needle disc wing at the overflow of blood, immediately separated from the steel needle, pulling out found that the indwelling needle has been broken, and immediately replaced with a new indwelling needle, the indwelling needle breakage is an uncontrollable factor, there is the risk of residual and infection, the adverse event has been accumulated patients caused the need for a second puncture, and immediately reported to the chief of nurses to report the adverse event of the medical device.